Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had taking longer to charge. No device malfunction suspected. The patient underwent ipg replacement procedure wherein an MRI capable ipg was implanted, and patient was doing well postoperatively. The explanted device components were not returned.